Event description:
The medtronic representative went to the site and updated their software on the imaging system to restore functionality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: aware date and date received by manufacture should have updated to 2018-12-14 on MDR report 3004785967-2018-00607. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that patient database too large. Customer advised to greatly reduce patient database. Head of surgeons just announced that he will not delete any data. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there are more than 600 patient data on the mobile view station (mvs) pc and the customer does not want to delete any data from the mvs pc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, during servicing, a test scan was performing a 2d shot, the imaging system changed in stand alone mode. There was no patient present when this issue was identified.